Manufacturer narrative:
The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model drencor biopsy instrument allegedly experienced unintended movement. This information was received from a single source. The malfunction involved a patient with no reported consequence. The female was reported as a female whose age and weight were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model drencor biopsy instrument allegedly experienced unintended movement. This information was received from a single source. The malfunction involved a patient with no reported consequence. The female was reported as a female whose age and weight were not provided.

Manufacturer narrative:
H10: the device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction confirmed for unintended movement and corroded. A root cause would not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.